Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pump time was inaccurate. It could not be confirmed if pump time had been set and then became inaccurate, or had never been set since customer received the pump. There was no adverse impact as the customer had not yet started using the pump for insulin therapy.